Event description:
It was reported that there was noise and oversensing noted on both the atrial and ventricular leads. It was also noted a lead insulation breach observed visually on the right ventricular (rv) lead. The leads were abandoned/capped and new leads implanted. It was noted that the patient is taking part in the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5068-58 implantable pacing lead (B)(6) 1999 k063 competitor implantable pulse generator (ipg) (B)(6) 2013. (B)(4).